Event description:
It was reported that during the implant procedure, the physician had difficulty inserting the lead into the header of the device. The lead was tested and impedance measurements were out of range. A new pulse generator was used and the physician was able to successfully insert the lead into the header of the new device with the use of silicone gel and saline. The lead remained implanted. No patient symptoms were reported.